Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt had part of lung removed on (B) (6) 2010 and ever since has had a loss of effect. The stimulation was also in the wrong location. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.